Event description:
It was reported that the patient presented for a device change out procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited low pacing impedance and intermittent noise over-sensing. The noise over-sensing was recorded by the pacemaker and resulted in noise reversion episodes. The pacemaker and rv lead were explanted and replaced. The patient remained stable throughout the procedure.